Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-apr-2026, it was reported by a sales representative via (B)(4) that an ar-3373-4202 sheath would not align with the scope. Another sheath was used and the scope aligned. This was discovered during an arthroscopic procedure with no patient harm.